Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the target lesion had no tortuosity, was moderately calcified with a 90% stenosis. After pre-dilatation with a 3.5 x 12 mm voyager, a 3.5 x 23 mm vision was implanted. A 3.75 x 12 mm voyager nc was used for post-dilatation; however, a balloon rupture was noted at the second inflation when it was inflated to 18 atm. The post-dilatation was done with a new 3.75 x 15 mm voyager nc without a problem. No additional event or pt info.

Manufacturer narrative:
(B)(4). Eval summary - quality assurance analysis revealed that the balloon catheter was returned with blood and contrast in the balloon, inflation lumen, guide wire lumen, and on the hub. The balloon was loosely folded. There was no other damage noted to the balloon catheter. A new indeflator, filled with water, was used in an attempt to pressurize the balloon, when water leaked out of a longitudinal rupture, 3mm long, over the proximal balloon shoulder. There was a longitudinal scratch below the rupture. Product performance engineering reviewed the case description. Balloon ruptures can be affected by numerous factors including, but no limited to, balloon damage during mfg, materials, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. Reportedly, the lesion was moderately calcified and 90% stenosed, which may have contributed to the difficulties experienced. Since there was no report of any leaks noted during product preparation. This may suggest that the balloon was not damaged prior to use. If the balloon experiences mechanical damage during the procedure, this may cause the balloon material to weaken and rupture during attempts to inflate the balloon. In this case, it is possible that the balloon material was damaged (scratched) during interactions with other devices, the stent implant and/or the calcified lesion, such that the balloon ruptured upon second inflation during the procedure. To ensure this type of damage is not a result of a potential mfg or product related deficiency, all dilatation catheters are 100% visually inspected and leak tested during the mfg process. A sampling of units is also destructively tested to verify rbp and balloon integrity. A review of the finished device lot history record (lhr) did not reveal any nonconforming material records (ncmr) associated with this lot, and all on-line inspections and lot release testing met mfg criteria. Additionally, a query of the complaint-handling database did not reveal any other incidents reported with this lot, suggesting that there are no lot specific product quality deficiencies. In this instance, based on the info received with this complaint and the returned product analysis, the balloon rupture and mechanical damage noted appears to be related to circumstances of the procedure and not a product quality deficiency. As the reported difficulties appear to be related to the operational context of the device and not a product quality deficiency; therefore, no corrective action will be implemented in this case. Product performance engineering will monitor the incident circumstances. This MDR is considered closed by the product performance group.